Event description:
The customer reported the patient was ordered imaging tests because of the high access gi monitor result. On (B)(6)2023, the customer did indicate that the imaging tests were pet (positron emission tomography) scan (fdg 1 -f) and tomography without contrast that have demonstrated a decrease in lesion. No additional impact to the patient was reported in connection with the event.

Manufacturer narrative:
The customer reported the patient was ordered imaging tests because of the high access gi monitor result. On (B)(6)2023, the customer did indicate that the imaging tests were pet (positron emission tomography) scan (fdg 1 -f) and tomography without contrast that have demonstrated a decrease in lesion. No additional impact to the patient was reported in connection with the event.

Manufacturer narrative:
The full patient identifier is (B)(6). The access gi monitor reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No other patient results were called into question. The customer reported heterophile antibody testing was performed and did not demonstrate the presence of heterophile antibody. Per the access gi monitor instructions for use a83874 m, it states "the access gi monitor results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information." In conclusion, there is sufficient evidence to suggest a discordance malfunction occurred as results obtained on the access gi monitor assay were discordant with the clinical presentation of the patient and a result obtained on an alternate device. An assignable cause of the discordance malfunction cannot be determined. There were no reports of error messages, quality control failures, issues with samples from other patients in connection with the event that would demonstrate an issue with the system.

Event description:
On (B)(6) 2023 the customer reported obtaining a false elevated access gi monitor (ca 19-9) (lot number 125586) result involving the laboratory's unicel dxi 800 access immuno analyzer (serial number (B)(4)). The access gi monitor result of 68.1 u/ml obtained on (B)(6) 2023 was discordant with the gi monitor result of 18 u/ml obtained on the siemens platform (reference range =37 u/ml). The expected values for the access gi monitor (ca 19.9) assay are <35 u/ml. The customer also reported that the access gi monitor result was discordant with the imaging test results as the patient¿s lesions were observed to be decreasing. The customer reported the patient was ordered imaging tests (type of imaging performed was not provided) because of the high access gi monitor result. No additional impact or change to patient treatment was reported in connection with the event. No hardware errors or issues with other assays were reported in conjunction with this event. No issues with system check were reported in connection with the event. Calibration data was not provided. Quality control (qc) was passing within the laboratory¿s established ranges. The customer reported heterophile antibody testing was performed and did not demonstrate the presence of heterophile antibody. There were no issues with sample integrity reported by the customer. No further sample information was provided.